Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and they evaluated the system and could not reproduce the reported problem. The system operates as intended. The customer will continue to monitor the system.